Event description:
Dealer would not provide patient details for contact and confirmation of the event. Dealer reports that the patient was exiting a department store and allegedly fell when walking down a dip in the curb when the walker tipped forward. No injury to the patient. The walker caster was in tact and rotating freely when received at our facility. Slight bend in caster stud, no malfunction.